Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the ok button was intermittently responding to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed that there is a small tear over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The ok button has to be pressed hard and has an intermittent response. The up, down, & contrast buttons respond appropriately. Removed the keypad and found the ok button contact inverted. There is also a small dent/hole in the keypad flex. There's no contamination under the button contacts.

Manufacturer narrative:
The date of evaluation by product analysis was 08/27/2013 not 09/03/2013 as previously reported.